Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high blood glucose of 460 mg/dl and 490 mg/dl which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appears normal, customer did not find a leak, time and date were correct, basal rates were correct, air was found in tubing, insulin did exit tubing after reinserting reservoir and running manual prime. Customer was not able to continue troubleshooting as she began to feel worse due to high blood glucose and she went to the hospital. Customer was advised to call back with hospitalization details and to continue troubleshooting. No further information provided.